Manufacturer narrative:
According to document analysis, a cross-over exchange of labels took place during packaging. The root cause of the reported event is labeling/line clearance. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by (B)(4).

Event description:
Labeling mistake. (B)(4) contains (B)(4). There was no pt involvement or adverse pt consequences reported.